Event description:
It was reported that the patient was experiencing intense pain at the lower back and inadequate stimulation despite of reprogramming attempts. The patient described pain radiated around multiple areas of the lower back and aggravated with movement. It was also stated that the patients ipg has reached end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.